Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient had a severe reaction after the initial procedure. No revision procedure has been reported at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: visits from (B)(6) 2016 to (B)(6) 2016 noted wound healing well, no pain. On (B)(6) 2017 noted stiff to plantar flexion mtp1, 5 bilateral and right 4 10 depo provided. (B)(6) 2018 recurrence of hammer toe 4 since started to run, when walking gives feeling of instability. Relapse of hammer toe, indication for flexortenotomy. (B)(6) 2018 flexortenotomy of 4-5 with capsular release and dorsal corrections. (B)(6) 2018 follow up within normal limits. (B)(6) 2019 relapse of hammer toe 4-5. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, g4, g7, h1, h2, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.